Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Event date - (B)(6) 2016. Expiration date - ni. Explanted date - (B)(6) 2016. Medical product - unknown femoral head catalog#: ni lot#: ni; unknown acetabular liner catalog#: ni lot#: ni; unknown acetabular cup catalog#: ni lot#: ni. Therapy date - (B)(6) 2016. Manufacturing date - ni.

Event description:
It was reported that patient underwent a hip revision procedure approximately four months post-implantation due to pain and stem subsidence. It was further reported that the amount of the neck osteotomy may have contributed to the subsidence.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown femoral head, unknown acetabular cup, unknown acetabular liner, all catalog#'s: ni all lot#'s: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.